Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG did not appear on the screen. They replaced the patches and tried a new trunk cable, but the issue persisted. To continue therapy, the iabp was exchanged without incident. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp, hooked up the patient simulator and was unable to reproduce the reported issue. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Additional information: (email - (B)(6), contact - (B)(6)).

Event description:
N/a.